Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized on an unknown date. The cause and treatment of the event was not reported. At the time of this report, the patient was recovering from the event. Physioneal and nutrineal therapies were ongoing. No additional information is available.